Event description:
It was reported that the ventilator had a loss of communications. The ventilator was not on a patient at the time of the event. The service engineer evaluated the ventilator and replaced the graphic user interface (gui) printed circuit board (pcb). The ventilator passed self-testing.